Manufacturer narrative:
Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia. Concomitant medical products: ils-0001-fn fluoronav (product ID: ils-0001-fn). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, they experienced fnav failure on the sweep and it also seemed that the c-arm was magnifying the sweep capture on the screen even though the mag was off on the c-arm. The patient was under general anesthesia and the physician was unable to biopsy the targeted lesion. Could not see the lesion on rebus either so the physician cancelled the case after a few attempts of a failed navigation and sweep. He didn't want the patient to be under general anesthesia any longer if he wasn't going to get to get a biopsy.